Manufacturer narrative:
This report is being submitted after the initial 30-day reporting period deadline; it is part of a corrective action being implemented per internal document (B)(4) for outside us like products reporting. This initial and final emdr is being submitted to FDA for outside us like products reporting. The device was returned to the manufacturer, and the product investigation was conducted. The results are listed below: the lens was divided into two pieces and ejected out from the injector tip. Both haptics were broken at blue pmma tip. One haptic was ejected out from the injector while another haptic was stuck at the tip. The slider had been completely advanced until it's stopped. The screw could not advance. Trace of lubricant was found inside the cartridge tip. No abnormalities were found in production and inspection records of the product. Exact root cause is not determined. Risk analysis conducted on the product line and failure code is noted below: a review of the most recent complaint trending data indicates that no significant trends have been identified at this time, and no CAPA is required as part of the product evaluation.

Event description:
At implantation in the patients eye - the trailing haptic lost its blue tip in the injector. The lens was cut and replaced with a new lens. Patient impact: lengthening of procedure.